Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she had implant in may and wanted to know how to use her device. Patient services reviewed controller button use and how to turn stim on and off. The patient saw the poor communication screen. Patient services reviewed to place antenna over implant directly over skin and sync with implant. The patient was able to sync with implant and poor communication screen was resolved. The patient saw the doctor about a month ago and had device reprogrammed. The patient was asked to leave it alone until it was not helping. Three or four days ago, it did not do anything. Event date: (B)(6) 2015. The patient ordered bladder control pills and wanted to know if that will interfere with implant. Patient services reviewed to contact hcp (healthcare provider). Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that she could not make a comment except to say that she had the device turned off to try to determine if she could notice any difference in her bladder control. There was no difference which led her to believe the thing did not help. The patient planned to turn it on again about a week after to report to see if there was improvement.